Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported by the customer that, "clinicians report no major issues with alarms, but do have both visible air and nuisance ail alarms. They troubleshoot by flicking the tubing, but then after restarting blood or fluids, they will immediately get another ail alarm." This was reported to bd representatives during site visit. There was no information on patient involvement.